Event description:
A pump declared an altitude alarm, but there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer's insulin delivery was suspended due to the altitude alarm condition, despite the pump being within the validated altitude range. Technical support instructed the customer to clean the speaker holes and attempt to reconnect the cartridge. However, the insulin could not be resumed, and a new cartridge could not be loaded at that time. The customer agreed to load a new cartridge when ready and follow up if the issue persists, having also received tips for preventing altitude alarms.